Manufacturer narrative:
Manufacturer narrative: the customer reports that all of the transmitters show signal loss when they are 10 feet away from the device or further. The biomedical engineer verified that the antennas are attached normally. The unit was cleaned and evaluated and the problem was duplicated only when device didn't have entennas on it. Without the entennas the wep would loose signal at ten feet. All functions were tested. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that all of the transmitters show signal loss when they are 10 feet away from the device or further. The biomedical engineer verified that the antennas are attached normally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that all of the transmitters show signal loss when they are 10 feet away from the device or further. The biomedical engineer verified that the antennas are attached normally.